Manufacturer narrative:
Investigation in progress. Not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2018. Subsequently, the patient underwent resection arthroplasty with device removal on (B)(6) 2018. Revision with unknown reason.

Event description:
It was reported that a patient underwent a resection arthroplasty and removal of implants approximately two months post right knee arthroplasty believed to be due to infection. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product, pictures, or revision op notes were provided. X-rays were provided and reviewed by a hcp. Review found anatomic alignment of the left knee components, with no radiolucency present and osteopenic bone. No radiographic signs of infection. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Patient¿s left tka was revised after 2 months for an unknown reason; however it was suggested that it was possibly due to infection. A review of the DHR indicated that the device was packaged and sterilized without exception. The device was part of a clinical study and as such an assessment for gaps between the device and bone was done on the day of the surgery and 41 days later. Gaps can be an indicator of loosening. Both assessments indicated that no gaps were present. The imaging report where lateral and a/p images, albeit undated, were reviewed also documented that while the bone appears osteopenic, no abnormal areas of radiolucency were present. In addition, the knee components were anatomically aligned and that there were no radiographic signs of infection. An engineering review of the lateral and a/p x-ray images was not as expected when compared against an ideal cad model image. Rather, an approximate 0.028 in. Square notch around the superior edge of the tm tibial baseplate was noted. And although the notch is not a feature specified on the engineering drawing, it is not expected to have any engineering significance. The patent was reported as being obese which in general can lead to early failure of the tm cr tibial monoblock component; however, the tm cr tibial monoblock component is not alleged to have failed. The tm cr tibial monoblock component is not alleged to have failed in the complaint description nor has this engineering investigation identified any information that suggests that the device in question has failed to perform as intended or contributed to the patient¿s possible infection. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
Resection arthroplasty with device removal. It was reported that a patient underwent an initial knee procedure on (B)(6) 2018. Subsequently, the patient underwent resection arthroplasty with device removal on (B)(6), 2018. Revision due to unknown reason.